Event description:
The customer's family member reported that the customer was hospitalized with high bgs. The contact stated that the customer uses the silhouette and performs manual injections. Troubleshooting was performed. The basal rates on the pump were correct. The alarm history showed several alarms, and the bolus history did not show any bolus for the last two days.